Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
According to the surgeon, the implant did not work anymore as the recipient did not have any hearing benefit with the device. The recipient has been re-implanted.

Event description:
According to the surgeon, the implant did not work anymore as the recipient did not have any hearing benefit with the device. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.